Manufacturer narrative:
The investigation determined the service actions resolved the issue. Follow up actions for this event include: the field service engineer determined that detergent tubing was split. The tubing was cut off above the hole and re-attached. Mechanism checks were performed. Precision studies were performed. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
Questionable low crep2 creatinine plus ver.2 results were generated on a cobas 8000 c 702 module. The events involved one patient sample. The patient's age was (B)(6) years. The patient's weight was requested, but not provided. The patient's gender is female. The patient's race was requested, but not provided. The patient's ethnicity was requested, but not provided.